Event description:
On (B)(6) 2011, girlfriend reported that pt has experienced insulin leakage from his infusion sites and bent infusion cannulas. This has resulted in elevated blood glucose of 362 - "hi" mg/dl. Pt started infusion device therapy on the morning of (B)(6) 2011, and his normal blood glucose was in the 400 mg/dl range prior to this. Pt notices that insulin leaks near the infusion set adhesive when he delivers a bolus. There is an audible "click" when the headset is connected to the tube. Headsets are inserted manually in a "slower motion with some hesitation." Pt has used 4-5 headsets and each cannula has appeared to have a kink. Infusion sets were requested for eval and replaced with a different type. F/u was completed with pt's girlfriend on (B)(6) 2011. Pt changed to a different type of infusion set and has not experienced any insulin leakage since. His blood glucose has improved and is now between 100-200 mg/dl. Pt did not require treatment from a health care professional or second party to address the issue.